Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited increased out of range pacing impedance measurements in the bipolar configuration. Additionally, no capture was seen the day following the initial implant procedure. The lead had reportedly been programmed off as a result. The lead did have sensing and impedance measurements within acceptable limits in the unipolar configuration. A routine upgrade procedure was performed and the lv lead was programmed off in the unipolar configuration, with right ventricular (rv) lead pacing only. No adverse patient effects were reported as a result. The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.